Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the no image issue was caused by the failure of the scope connector and the internal circuit board component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope experienced no image, totally black. The event happened during set up. There were no reports of patient involvement.